Event description:
Caller states that the following readings were obtained on a patient with an inform meter, compared to a lab result, within 10 minutes: hi (greater than 600 mg/dl), 440 mg/dl (inform) and 238 mg/dl (lab). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.